Manufacturer narrative:
The customer installed ict model (lot number 221121028) calibrated, ran quality controls and patient samples. The doctor questioned a low sodium result, and the sample was repeated. The customer reinstalled the previous ict model (lot number 221121028) which resolved the issue. Return testing was not completed as returns were not yet available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict model did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6)or the ict model was identified.

Manufacturer narrative:
Completed information for patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module after replacing the ict module. The ict module was replaced, quality controls passed, and the results were being released by the laboratory. One result was then questioned by a physician. The following data was provided: sid: (B)(6) initial result = 106 mmol/l, repeat = 139 mmol/l. No impact to patient management was reported.